Event description:
Additional information received reported the patient was still having concerns with her device or therapy but was working with her doctor and manufacturer representative. It was noted the patient had an appointment scheduled for (B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) migrated away from the pocket site and the patient had pain about 1 ½ inches to the right and 1 ½ inches up from the incision. It was stated the patient could feel the ins right under the skin and they noticed this the year prior to report.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator, product ID 3093-28, lot# v483507, implanted: (B)(6) 2010. Product type: lead, product ID 3037, serial# (B)(4). Product type: programmer, patient product ID 435135, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead, product ID 435135, serial#: (B)(4), implanted: (B)(6)2008. Product type: lead. (B)(4).